Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device was unable to be paired to the remote monitoring application via bluetooth (ble) telemetry. The patient attended clinic and the ble telemetry was resolved and the device was paired to the application. The patient was stable.